Event description:
It was reported that the patient was too weak to get out of bed and was taken to the emergency room (ER). Upon admission, the patient's hematocrit was 18% and stools were positive for occult blood. The patient was also noted to have a low grade temperature. Prior to transport, the patient was given 1 unit of packed red blood cells (prbcs) then sent to the hospital for further evaluation. When the patient arrived, hematocrit was 23% so additional prbcs were ordered. While waiting to go to the gastrointestinal (gi) lab, the patient required additional blood products to support their hematocrit. The patient was placed on IV octreotide and protonix and anticoagulation was stopped. After being admitted, the patient was noted to have a temperature and their blood pressure dropped which resulted in transfer to the intesnive care unit for support of their blood pressures. A pulmonary arterial line was placed for closer monitoring. It was felt that the patient was likely septic in addition to being anemic due to gi bleeding. The patient received a total of 7 units of prbcs in 3 days making it concerning they had a significant bleed. Push enteroscopy was done on (B)(6) 2021 and did not find any evidence of an active or recent bleed. After the esophagogastroduodenoscopy and transfusions, the patient's hematocrit stabilized and had no further drops. The decision was made to wait to proceed to colonoscopy unless the patient's hematocrit dropped again. The patient's blood pressure stabilized and levophed was stopped. After hematocrit was stable for a few days, the decision was made to slowly reintroduce his oral anticoagulant and see if their hematocrit would start dropping again. Over the next several days, the patient's hematocrit stayed stable while international normalized ratio (inr) slowly trended up. The patient had no further fevers after admission so he was placed back on oral minocycline. On (B)(6) 2021, inr was 1.59, hematocrit was 28.7%. The patient was discharged home.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. A direct cause for the reported sepsis could not be conclusively determined through this evaluation. The patient was discharged home on (B)(6) 2021 and remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU, rev. C is currently available. The IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The IFU contains information on controlling infection in the patient care and management section. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Heartmate ii lvas patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced gastrointestinal bleed on (B)(6) 2021. No additional information was provided.